Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for device evaluation post magnetic resonance imaging performed (B)(6) 2019. Upon interrogation, the right ventricular lead had loss of capture. Due to the fact that the system was non-conditional because the atrial lead was not magnetic resonance imaging approved, the facilities protocol required an advance practice provider evaluate the device pre and post procedure and remain on site during the procedure. The patient's device was evaluated by the advance practice provider. The patient was evaluated with another physician for purpose of evaluating the lead for possible explant and replacement. At the time of the visit, the lead capture amplitude had reduced and capture was present. The patient was stable, and will continue to just be monitored.